Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and degenerative disc disease. It was reported that the it was all black around the pump and it was infected. The healthcare provider (hcp) stated it was something the patient did, for example "hit it, or something". However, it was stated that the patient was "so very careful" after the implant. The pump was then removed. It was noted the patient had to have a home nurse come out and help.

Manufacturer narrative:
Correction filed to report the UDI number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.